Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1, a2, b7, d1, d3, d4, g1, g2, g5. Additional b5 narrative: it was reported that the patient experienced recurrent hernia following the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018 during which the surgeon noted the umbilical stalk was encircled and the hernia sac was divided from the surrounding fascia. This was somewhat difficult, especially in light of the previous hernia mesh that was placed. This was eventually completely separated and the excess mesh from the previous repair was excised. It was reported that the patient experienced severe pain and extreme weight loss. No additional information is provided.